Manufacturer narrative:
The patient codes have been updated to reflect the information received on 2019-nov-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). Regarding the report the patient was being monitored at the hospital, the rep was asked if the patient was hospitalized due to their symptoms or if the patient's hospital stay from their replacement was extended without hospitalization treatment. The rep replied and stated the patient experienced the previously reported symptoms while they were recovering from their replacement. The patient's pump replacement on (B)(6) 2019, was specified as "normal." No diagnostics were reported regarding the reported symptoms (nausea, abdominal pain, and dizziness). The symptoms had resolved. The cause of the symptoms was not determined. The physician did not believe the symptoms were device related. No further actions had been taken. The patient recovered and was doing fine per the implanting physician's office. It was confirmed the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 60 mg/ml of morphine at 22.961 mg/day via an implantable pump for non-malignant pain. It was reported the patient's pump was replaced on (B)(6) 2019 and the patient experienced nausea, abdominal pain, and dizziness following his pump replacement. No diagnostics/troubleshooting had been performed at this time. Regarding environmental/external/patient factors that may have led or contributed to the issue, pump replacement was indicated. The patient was being monitored at the hospital. No surgical intervention occurred or was planned. No further actions or interventions were taken to resolve the issue at this time. The issue was unresolved as of (B)(6) 2019. The patient was without injury regarding their status at the time of the event. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown. No further complications were reported or anticipated.